Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock. It was noted that the ventricular capture threshold had increased and sensing had decreased. Lead dislodgement was observed via fluoroscopy. The lead was successfully repositioned.